Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient went to the hospital due to hyperglycemia. The patient's blood glucose levels were 38.9 mmol/l (701 mg/dl).the patient was treated with intravenous insulin, fluids, and manual insulin injections. The patient's mother reported there was a "massive discrepancy" with the readings on their personal diabetes manager (pdm) compared to the hospital 's equipment, however, no values were provided. As a result of the event the patient was taken off the omnipod system for now and a replacement pdm was sent.

Manufacturer narrative:
The device was returned and evaluated. Delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test, the pdm (personal diabetes manager) was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended. Updated with lot and serial number as well with the manufacturing date.